Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with cycler set. There is no documentation in the complaint file to show a causal relationship between peritonitis and the liberty select cycler with cycler set. Based on available information the cause of the peritonitis cannot be confirmed. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that he had been diagnosed with peritonitis. He also stated that he was taking antibiotics (unspecified). Additional information was obtained through medical records. Per a note on the medical records, the patient was actually diagnosed with peritonitis on (B)(6) 2018. The pd effluent culture results were positive for serratia marcescens. It is unknown what treatment the patient was prescribed for the peritonitis event. No additional information was received. The disposition of the patient is unknown.